Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm noted during testing or in the pump trace download. Hardware low level failures (variable 3) alarmed during self test and pump trace download confirmed hardware low level failures (variable 3) due to broken trace at u1 pin 6/sda on keypad assembly. Unit received with same audio tone when switching from volume 5 to volume 1 due to electronic defect. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. Customer stated that insulin pump had power loss alarm again after insert new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.